Manufacturer narrative:
The valve remains implanted and is not available for return and evaluation. No images were provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the annular rupture is unknown but the patient¿s moderate leaflet calcification may have been a contributing factor, along with the mechanisms described above. There was no allegation or indication a device malfunction contributed to this adverse event a review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by tf approach in the aortic position, the patient¿s annulus was measured to be 27mm, with moderate leaflet calcification and no annular calcification. Post valve deployment a rupture was noted at the annulus down to the lvot. After the rupture was detected, the patient was converted to open heart surgery in an attempt to repair the rupture but the patient unfortunately died. The root cause of the rupture is unknown as there was no annulus calcification and the sapien 3 valve was not too big.